Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The reported batch number 8093974 was reworked from top assembly batch number 7665829. The manufacturing records for top assembly batch 7665829 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. It was reported that 25 days after a coronary artery drug-eluting stenting treatment procedure, the patient expired. The index procedure treated 1 target lesion. The patient already had atrial fibrillation entering the ER. The patient had renal insufficiency, due to iddm with regular need of hemodialysis (hd). The patient had "anuria due to terminal renal insufficiency, didn't have hd for 2 days." The physician placed a 4.0x16mm taxus express2 drug-eluting stent in the distal right coronary artery. The physician observed a lesion in the left anterior descending (lad) artery and left circumflex (lcx) at that time, but did not treat. The patient returned with re-infarction and ventricular fibrillation 25 days post-index procedure. "Out of stable conditions over 3 weeks." Suddenly ventricular tachycardia (vt) with hemodynamic instability and ventricular fibrillation (vf). In total there was 2 hours of CPR with multiple medications administered including amiodarone, adrenalin, and atropine. "No stabilization after several defibrillations. Rescue lysis w 100mg actilyse w/o success. Died at 6:05." On monitor st elevated not to be said where. "Possible stent thrombosis (clopidogrel regularly taken) also possible occlusion of lcx or lad which still has xx severe stenosis. Unfortunately relative disagreed (sic) on autopsy. Also possibility of lung 'embolism,' but in emergency ultrasound small right ventricle, not very probable."